Event description:
On 11/29/2008, the patient's husband reported that the patient began having issues with her infusion device 5 months ago, and she switched to her backup infusion device. To troubleshoot, the patient's husband inserted a new battery into the infusion device and performed the change cartridge procedure. The piston rod began to retract and then e10 (cartridge) error was displayed. The husband again attempted to perform the change cartridge procedure but the piston rod did not move and "returning piston rod" would not clear from the display then e10 was displayed. No physiological effect were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.